Event description:
It was reported that the symptomatic patient presented to hospital due to a slow ventricular tachycardia which caused a drop in blood pressure. External cardioversion was successful, but afterward, the device was found in back-up vvi mode. The device was successfully restored, but the patient still has the same problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.